Event description:
It was reported that an unspecified number of bd¿ blunt fill needles had foreign particles adhered to their shaft. This occurred in lots 2144983 and 2175384. The following information was provided by the initial reporter: "some needles had the particles adhered to the needle shaft".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2144983, medical device expiration date: 30-sep-2027, device manufacture date: 24-may-2022; medical device lot #: 2175384, medical device expiration date: 31-oct-2027, device manufacture date: 24-jun-2022. It was reported the customer had some affected blunt fill needles with lot numbers 2144983 and 2175384 that need to be returned for investigation. As a sample was not returned, a thorough sample investigation could not be completed. Bd has reviewed customer complaints and adverse events for catalog# 305180 (bd blunt fill needle 18 g x 1 1/2 in.) From october 2020 to the present and no trends were identified for foreign material. Additionally, bd looked at the individual complaints reported in the last quarter of 2022. In all complaints reported to bd, the lot number was known, and an investigation was performed. There were no adverse events reported. Foreign material can be an artifact of the manufacturing process. In general, manufacturing process related foreign material does not present any increased biocompatibility risk. Bd does not recommend a product recall. A device history record review was completed for provided material number 305180, lot numbers 2144983 and 2175384. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.